Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. A review of the alarm log file revealed twenty-six (26) critical battery alarms were logged since (B)(6) 2021 starting at 22:13:13 and two (2) controller fault alarms were logged on (B)(6) 2021 starting at 00:06:37. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, a battery was connected to power port one (1) with 9% relative state of charge (rsoc) and another battery was connected to power port two (2) with 22% rsoc. Both batteries were then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power up event on (B)(6) 2021 at 00:54:18. The data point recorded before to the power up event revealed that there was no connection in either power port one (1) and power port two (2); however, the data points prior revealed that a battery was connected to power port one (1) with 3% rsoc and another battery was connected to power port two (2) with 1% rsoc. Both batteries were allowed to deplete completely, resulting in a loss of power to the controller. The data point recorded after the power up revealed that no power source was connected to power port one (1) and a battery was connected to power port two (2). The controller was without power for 38 minutes and 29 seconds. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarms and loss of power event, as well as the observed critical battery alarms, can be attributed to the patient allowing the batteries to deplete below 10%. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms followed by an unexpected power loss. The controller remains in use. No patient complications have been reported as a result of this event.